Manufacturer narrative:
(B)(4). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they got a urinary tract infection, they had a series of utis. They reported their hospital had to ship urine samples to a different facility because their local hospital couldn't detect any uti bacteria. They said their reason for calling was to ask if the device caused uti or if they just had bad luck. A list of adverse events and clinical summary information as reviewed with the patient and they were redirected to their healthcare provider to determine cause of the uti. They said the therapy itself was very effective and they were getting 70% improvement. It was noted that the patient reported this started maybe a month post-implant. They then said they may have had utis before this, or even prior to the device because the lab could never pick up bacteria that was infection and patient had symptoms off and on so they could have had utis for a lot longer. No further complications were reported or anticipated.